Event description:
The reporter rec'd an er1 message from her surestep meter. She retested with a new strip and the result was 150-160 mg/dl. She controls glucose with diet and exercise. There was no medical intervention and no allegation of harm.